Manufacturer narrative:
No report of injury, procedure delays or cancellations. A steris service technician arrived onsite to inspect the reliance vision washer and found that the door frame required repair. The water on the floor was cleaned up prior to the technician's arrival as he was unable to confirm the extent of the unit's leak. The technician changed the door gasket seal and repaired the door frame. The technician ran a test cycle, confirmed the unit to be operating per specification, and returned the unit to service. The unit was manufactured in september 2009 and has been in use at the customer's location for 11 years.

Event description:
The user facility reported that their reliance vision washer was leaking water.

Manufacturer narrative:
The unit was manufactured in september 2009 and has been in use at the customer's location for 8 years.